Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episodes due to concerns of inappropriate shock therapy delivery. The patient reported having experienced multiple shocks while doing an activity. Upon review, ts observed about 29 shocks and determined to have been delivered inappropriately by the device due to patient was in an atrial driven rhythm. Further review of the svt episode, ts observed a code 1005 which indicated an open circuit condition caused by recorded high out of range shock impedances on the right ventricular (rv) lead. However, the code 1005 appeared to have been overwritten because the rest of the therapy was delivered after that episode had normal lead measurements which were confirmed by a painless test that was performed. Ts advised the hcp to have the rv lead replaced. The hcp reported that tachy therapy was programmed off by the physician. Subsequently, a revision procedure was performed, the ICD and rv lead were explanted and successfully replaced with a new device and rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Memory data review confirmed a code 1005 had been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Analysis confirmed this device detected a high out of range shock impedance measurement, but testing confirmed the device was not adversely impacted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episodes due to concerns of inappropriate shock therapy delivery. The patient reported having experienced multiple shocks while doing an activity. Upon review, ts observed about 29 shocks and determined to have been delivered inappropriately by the device due to patient was in an atrial driven rhythm. Further review of the svt episode, ts observed a code 1005 which indicated an open circuit condition caused by recorded high out of range shock impedances on the right ventricular (rv) lead. However, the code 1005 appeared to have been overwritten because the rest of the therapy was delivered after that episode had normal lead measurements which were confirmed by a painless test that was performed. Ts advised the hcp to have the rv lead replaced. The hcp reported that tachy therapy was programmed off by the physician. Subsequently, a revision procedure was performed, the ICD and rv lead were explanted and successfully replaced with a new device and rv lead. No additional adverse patient effects were reported.